Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump motor noted to have a broken pump head mount. Replaced mixing pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling reviews is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the both hot and neutral connections from the power inlet module and the ac main voltage circuit card show signs of electrical overstress in an arctic sun device. Per sample evaluation results on 11jan2024, it was reported that the mixing pump motor noted to have a broken pump head mount. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the both hot and neutral connections from the power inlet module and the ac main voltage circuit card show signs of electrical overstress in an arctic sun device (B)(4).. Per sample evaluation results on (B)(6) 2024, it was reported that the mixing pump motor noted to have a broken pump head mount. Completed the 2000-hour pm procedure on the device (9524885).